Event description:
It was reported that during a da vinci-assisted surgical procedure, the neck of 8mm mega suturecut needle driver instrument was spinning while trying to suture. The procedure was completing as planned with no reported injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive the 8mm mega suturecut needle driver instrument to perform failure analysis. The instrument was analyzed and it was found to have a damaged grip cable. The probable root cause of cable breakage, whether partial or full, is attributed to damage to the cable through external collisions, during use, or during reprocessing.